Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer bought a pack of the ibd brushes and every one of them broke from the handle.